Event description:
It was reported that the right monitor on the 9800 system would flicker during a case. Also the left monitor would not work. The 9800 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The right monitor, image processor board, and display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.